Event description:
It was reported that, "on (B)(6) 2008, the pt was revised due to pain and discomfort of an (B)(6) knee. During this procedure, the stryker triathlon knee system was implanted." It was further reported that, "the pt had to undergo another surgery on (B)(6) 2009 due to alleged femoral component loosening."

Manufacturer narrative:
The info in this report was provided by (B)(6) dept. No add'l info is available at this time. The device is not available due to the ongoing litigation. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.